Event description:
It was reported that the biomed received this arctic sun device back from the depot and was able to fill and run a functional check and they stated everything seemed to be working so they put it on the floor but when they returned on monday the device was back in biomed stating it wasn't working (flow related issues) they drained the device and tried to refill the device and it would take in any water. Per review of wo notes returning to depot for repair. Per sample evaluation results on 05may2026, the flow meter impeller found to be sticking causing intermittent flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.